Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. The user inspected the device to detect any malfunction before using it. There was no delay in the start of precleaning. The air/water nozzle was flushed with water and air. No abnormalities in the accessories used in reprocessing. Manual cleaning was performed within an hour after the procedure. The air/water nozzle was flushed with detergent. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that a clip was sucked up through the evis exera iii gastrointestinal videoscope. The clip was retrieved through brushing, but there seemed to be resistance in the scope. The issue occurred during a diagnostic upper gi procedure. No error messages were displayed. The procedure was completed with a similar device. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and multiple scratches and peeling was found when using a boroscope. Also, evaluation found the scope label was illegible, switch #1 was cut, the switch box flexible printed circuit was kinked, angulation was reduced, the control knobs had play, the distal end plastic cover had multiple dents, the objective lens adhesive was cracked and had multiple chips, the light guide lens cement was peeled, the bending section cover adhesive was cracked, the insertion tube had dents and the boot was cracked. This event is under investigation. A supplemental report will be submitted upon receiving additional information.